Manufacturer narrative:
(B)(4). The complaint was confirmed and the cause was determined to be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm. The hp disconnected to go to the bathroom then reconnected when she was done. The hc alarmed shortly after that. The tsr instructed the caregiver (cg) to end therapy and call the nurse in the morning. The tsr assisted the caregiver (cg) to end therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted nurse on (B)(6) 2011. The nurse stated the following: the event was reported to her and the patient knows not to reconnect to an unsterile line and just forgot. The patient has been doing fine since the event and there was no patient injury or medical intervention reported.